Event description:
Treatment of a large unruptured sidewall aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). Treatment of a large unruptured sidewall aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). The aneurysm was previously coiled on o(B)(6) 2013; however, the proximal segment of the coil was protruding into the proximal ica. The patient was on dual anti-platelet therapy since the coiling procedure. On (B)(6) 2013, the patient underwent a re-treatment of the aneurysm involving one pipeline (4.00mm x 16mm). During the procedure, a penumbra maxx sheath was placed in the right ica and a 3-d angiogram was performed revealing a small dissection of the cca (common carotid artery). Due to the small size of the dissection, the physicians decided it was reasonable to continue with the pipeline procedure. The navien and marksman were navigated to the cavernous segment. The wire was advanced to the distal ica past the aneurysm. The marksman could not be tracked across the aneurysm neck; therefore, an exchange was performed with the prowler microcatheter and then further exchange over the 018 wire to get the marksman to the mca (middle cerebral artery). The pipeline was then introduced and deployed without issues. The pipeline landed just proximal to the anterior choroidal artery and covers the p-comm (posterior communicating) fully bridging the neck of aneurysm back to the cavernous segment of the ica. The marksman was removed and the navien / sheath drawn proximal to perform a common carotid run. The dissection pouch was clearly apparent with contrast stagnation, but contrast flow through the ica was considered acceptable and the procedure was concluded. The patient was extubated and developed left side weakness. Hemorrhagic bleed was excluded on CT (computed tomography) scan and subsequent catheter angiogram was completed. The right ica was occluded by a thrombus from the carotid sinus up to the p-comm artery. There was blood flow to right anterior circulation through the p-comm artery. No repro was given and no further intervention was performed. The patient had dense left side hemiplegia. The next day, an MRI (magnetic resonance imaging) showed ischemic infarcts more in line with aca (anterior cerebral artery) restricted supply (either due to procedurally induced vasospasm or emboli). Subsequently, the patient expired on (B)(6) 2013. Same event as MDR # 2029214-2013-01010.

Manufacturer narrative:
Received additional information. Post procedure, on (B)(6) 2013, the common carotid angiography demonstrated that there was stagnation of contrast and the dissection flap but blood flowed freely through the internal carotid artery with no evidence of slowing of the blood flow. After discussions by the physicians, it was decided that the dissection was likely to heal on its own on anti-platelet therapy and did not require stenting. The groin puncture site was closed and the patient awoke rapidly from anaesthetic. The patient was hemiplegic on the left, but the physician felt that this might be related to the length of the procedure and multiple catheter and wire manipulations in the right anterior and middle cerebral arteries. Further angiogram was done since the hemiplegia did not resolve after 10 minutes and it showed occlusion of the distal cervical and proximal intracranial right ica up to the level of the posterior communicating artery. The physician did not think that the dissection had extended. It was decided that revascularization of the ica would not be wise as there was a risk of dislodging emboli into the currently patent right anterior or middle cerebral artery branches. CT (computed tomography) head and cerebral angiogram showed significant metallic drop out artifact of a-comm (anterior communicating) artery coil mass. No ischemia was noted and there was no evidence of hemorrhage. The cta is again limited by drop out artifact. There is no flow seen in the distal internal carotid. The prolapsed coil can be seen extending from the petrous carotid superiorly into the coil mass. The pipeline device can be seen immediately inferior to the level of the ophthalmic artery with no flow demonstrated in the internal carotid artery. Flow is demonstrated in the right middle cerebral artery which is less perfused than the left side. The ica termination and proximal m1 and a1 are poorly visualized due to streak artifacts. On (B)(6) 2013, an MRI (magnetic resonance imaging) head: mr demonstrated no flow in the distal right internal carotid. However, there is flow in the middle and anterior cerebral artery. The cerebral angiogram on the (B)(6) 2013 had demonstrated flow through an enlarged right pcom. There is no flow seen across the a-comm but imaging may be limited by the coil metallic artifact. The adc and dwi confirm the previous appearance of anterior and internal watershed territory infarct presumably as a result of reduced perfusion of the right anterior circulation. On (B)(6) 2013, a CT head: cta confirms the appearance of right internal, anterior and internal border zone infarction as demonstrated on the MRI. There was no extension of hemorrhage. Patient expired on (B)(6) 2013. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).